Event description:
Reporter alleged obtaining blood glucose results in mmol/l on the aviva system which is the wrong unit of measure and different from the mg/dl measuring unit that it should read in. Reporter stated she gave the readings to her doctor and he would convert them into the correct unit of measure. No other action or treatment resulted. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.